Event description:
A patient presenting with normal pressure hydrocephalus developed bilateral subdural hematomas four weeks after implantation of a osvii valve. The valve was implanted in 2003. The surgeon will be revising this procedure and placing a strata valve. The explanted valve is expected to be returned for investigation. The valve was explanted and will be returned for evaluation.